Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/18/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. Also unrelated to the complaint, evaluation revealed an internal clock battery failure. A review of the pump history showed a power reboot on 08/16/2013. The time and date had reset to the default settings with the power reboot. The pump was opened and the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.